Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer representative reported a loss of suction occurred during lasik flap creation. Patient interface was exchanged and a double (second) pass was performed with no patient complications.

Manufacturer narrative:
Logfile review for the day of treatment shows the treatment was aborted due to the user released the laser pedal and interrupted the treatment during side cut and pressed the vacuum pedal instead of the laser pedal. This shuts down the vacuum pumps and the system will abort the started treatment. During the complete day, the user renewed the energy check so all treatments were performed in the required time range. The logfile shows no error or relevant warning messages or other issues and also the vacuum and energy stayed stable. No technical root cause was identified, the reported suction loss is due to the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal after he interrupted the treatment. (B)(4)